Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed in the lab due to a lack of sample; however, per the complaint information the cause of the separation is due to the supply bag falling and disconnecting. A batch review was conducted on the associated lot (h10e21045) and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center reporting that the line became disconnected from the bag. The home patient (hp) stated that the spike became disconnected from the bag and fell on the floor during setup. The hp was not connected to the homechoice (hc) machine. The technical service representative (tsr) assisted the hp start from the beginning with new disposables. The hp would start over with new supplies, and would call with any questions. During a follow-up, the nurse informed that she had not heard of this event. The nurse did not have any information on this event. Per nurse, hp should be doing fine, otherwise she would have heard about it from the hp. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.